Event description:
It was reported that this implantable cardioverter defibrillator was suspected to be exhibiting premature battery depletion behavior. It was noted that there were no arrhythmias in the device's memory, and that the cable status was normal. The battery capacity is at 15% power usage. Analysis of the device's power consumption was requested. A technical services consultant reviewed device data via latitude (remote monitoring system), and discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Therapy remains available. This device currently remains implanted and in service, and the patient continues being monitored via latitude (remote monitoring system). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator was suspected to be exhibiting premature battery depletion behavior. It was noted that there were no arrhythmias in the device's memory, and that the cable status was normal. The battery capacity is at 15% power usage. Analysis of the device's power consumption was requested. This patient is currently being monitored via latitude (remote monitoring system). A technical services consultant reviewed device data via latitude, and discussed that the power consumption is increasing in a gradual fashion. Due to this anomaly, device replacement was recommended. Therapy remains available. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was recieved for analysis.